Event description:
It was reported that during the implant procedure the right ventricular lead would not deploy. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary for: (B)(4) - the lead was returned and analyized. No anomolies found. (B)(4).